Manufacturer narrative:
This report was discovered to be a duplicate of pr (B)(4) submitted as MDR number 1218950-2020-01582.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device did not pass an operational check, was not ready for use, and could not be used to deliver an operating theater shock. The device was in use on a patient at the time of the reported issue, however there was no reported adverse event to the patient or user.